Manufacturer narrative:
An event regarding altr involving a sleeve was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant revealed: ¿on (B)(6) 2018 the patient underwent revision surgery. Intra-operatively a large pseudotumor was identified in the posterior aspect of the hip along with a great deal of metallosis. The femoral and acetabular implants were reported to be well fixed and were maintained. The femoral head and liner were exchanged to provide new bearing surfaces and the cables and trochanteric grip were removed as well.¿ [¿] ¿images from an MRI of the right hip were also reviewed. These images demonstrate the presence of a mass in the posterolateral aspect of the hip involving the external rotators. These findings were corroborated by the surgeon in his operative report, ¿we opened up the fascia and the it band and exposed the external rotator sleeve. There was a large pseudotumor here. It was maybe 12-14cm in long dimension and had a large thick rind with appearance of metallosis and darkening of the tissues¿.¿¿ [¿] ¿review of these records confirm revision surgery for pain and increased serum metal ion levels in a hip resurfacing occurred. Both MRI and intra-operative findings demonstrate the presence of a pseudotumor involving the external rotators of the hip. During the first surgery an iatrogenic fracture of the calcar occurred requiring cabling. In the operative report of the revision surgery there was no mention of any fraying or disruption of the cables and grip making there possible contribution to the metallosis seen unlikely." Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation confirmed the event of altr however, the root cause could not be confirmed. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called stating she had a right hip replacement in (B)(6) 2008, she stated she had experienced pain for several years and pt hasn't helped much. Patient is scheduled for a revision surgery in 2 weeks due to loosening of stem and elevated levels of cobalt and chromium. Update 30-nov-2018: patient was revised (B)(6) 2018. Update 11/december/2018: rep reported that the patient's right hip was revised after patient complaint of pain, and due to metal on metal bearing surface. Intraoperatively, a large pseudo-tumor was noted. Additional update 11/december/2018: revision operative report supplied by rep indicated the 46mm unipolar head, sleeve, and 3 cables were explanted and "mdm with a 46mm outer diameter and 28mm +8 metallic head" were implanted. Update 22/april/2019: medwatch (mw5085656) received, patient reported " [...] I was in excruciating pain for years and suffered numerous health problems including an unexplained heart attack on [...] 2017."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following OEM device was also listed in this report: cormet unipolar modular head c-taper - 5/46mm -4mm offset; cat# 576-05-046; lot# lkjs. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient called stating she had a right hip replacement in (B)(6) 2008, she stated she had experienced pain for several years and pt hasn't helped much. Patient is scheduled for a revision surgery in 2 weeks due to loosening of stem and elevated levels of cobalt and chromium. Update (B)(6) 2018: patient was revised (B)(6) 2018. Update (B)(6) 2018: rep reported that the patient's right hip was revised after patient complaint of pain, and due to metal on metal bearing surface. Intraoperatively, a large pseudo-tumor was noted. Additional update (B)(6) 2018: revision operative report supplied by rep indicated the 46mm unipolar head, sleeve, and 3 cables were explanted and "mdm with a 46mm outer diameter and 28mm +8 metallic head" were implanted.